Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was discarded.

Event description:
As reported by the edwards field clinical specialist, during implant of a 23mm sapien 3 ultra resilia valve in the native aortic position, difficulty crossing the valve with the commander delivery system was encountered. The delivery system/valve were removed, and the native valve was predilated. The commander delivery system and 23mm sapien 3 ultra resilia valve were able to cross the native valve. The system was removed. An echo was performed and at first it looked within normal limits. There were no changes to the patient's hemodynamics. Upon further review with an echo (tee), a dissection was noticed. A decision was made to convert the patient to surgery and there was a dissection at the non-coronary sinus identified. The 23mm sapien valve was explanted, and an edwards surgical valve was implanted. The patient was stable and transferred for post management care. Per report, the crossing difficulty was due to patient factors (tight native valve).

Manufacturer narrative:
Update to h6 type of investigation, investigation findings and investigation conclusions and h10 to reflect engineering evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A 3mensio report was provided and revealed that calcification was present in the implant site and tortuosity present in the access vessels. The commander delivery system is designed to be compatible with a standard 0.035' guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035' guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilatation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaint was unable to be confirmed. Investigation results suggest/indicate patient factors (calcification, tortuosity, tight native valve) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.